Event description:
The customer had been receiving results of 350-351mg/dl at 7pm. The customer's relative gave the customer 40 units and 20 units at a time. The customer was later found on the floor in a coma at 10am. Paramedics were called and they tested with the customer device with a result of 350mg/dl. The customer was taken to the hospital and they received a result of 30mg/dl. The customer was given an unknown shot. Controls were run but result is unknown. A request was made for the return of the suspect device and replacement product was sent.